Event description:
It was reported that a spectrum pump was intermediately self-rebooting during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device turned off by itself. The event history log (ehl) review was performed and revealed that the customer experienced events of ¿improper shutdown¿. An message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failed upper latch switch. The upper aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.